Event description:
It was reported via repair work order that the scale was inaccurate due load cell malfunction. It was also reported that there was intermittent power to the footboard as the footboard was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.